Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump intermittently lost power. Evidence of moisture ingress was allegedly visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/08/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/30/2014 with the following findings:during a visual inspection of the pump, moisture was visible behind the pump display lens. No damage or evidence of moisture ingress was found in the battery compartment. The bolus button cover was observed to be missing. During testing, the pump powered on with a blank display due to moisture. A leak test was performed and confirmed a leak at the missing bolus button. The pump case was removed and evidence of moisture ingress was found throughout the pump interior.